Event description:
On (B)(6) 2008, the patient was implanted with an scs system. The patient was experiencing high impedances that varied with position. She also said she felt a sensation that felt like being grabbed in her stomach at times and it would stop when she turned the stimulation off. X-rays were taken and no lead migration or fracture was observed. The doctor decided to do a revision. Intra-operatively, the lead was tested and still gave high impedances. The doctor decided to do a full system revision and replaced the ipg also. Once a new lead and ipg were placed, an impedance test was performed. All impedances were in the normal range and good stimulation was achieved.

Manufacturer narrative:
Method: a visual inspection was performed and the device history and sterilization records were also reviewed. Results: visual inspection revealed that the lead was severely kinked with all wires broken approximately 19.5cm from the stimulation end. Discoloration was also observed in the lead segment. No functional testing was able to be performed due to the broken wires. The device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the complaint was confirmed for "invalid impedance." The lead is severely kinked with all wires broken approximately 19.5cm from the stimulation end. The complaint could not be confirmed for "stimulation in wrong location" as such an event cannot be confirmed through analysis. The cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.